Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff indicated that the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument was burnt. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following information: the surgical staff claimed that the mcs tip cover accessory installed on an mcs instrument was burnt. However, there is no evidence that a patient was harmed or injured because of the reported issue.